Manufacturer narrative:
The reported blood loss has been attributed to clotting in the cartridge due to rinseback not performed in a timely manner following a power failure. There is no evidence of a device malfunction. The user's guide provides adequate instructions for rinseback and states that rinseback may be performed in the event of an unrecoverable alarm or a power failure. Nxstage reviewed the event with the pt's facility. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Two power losses occurred during a routine hemodialysis treatment. Manual rinseback attempted after the second power loss but was not completed due to concern of clotting which resulted in approximately 50 cc blood loss. No medical intervention was required.